Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer was a new diabetic and insulin therapy was being fine tuned. Carbohydrates was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.